Event description:
It was reported that during an esophageal dilatation procedure, deflation difficulties were encountered. The cre 15mmx18mm balloon dilatation catheter was advanced to an unspecified portion of the esophagus and inflated an unspecified number of times to unspecified atms. It was noted that there were no issues upon inflation of the balloon and the three distinct balloon diameters were achieved without issue. Upon attempting to deflate the balloon, the balloon did not completely deflate and was unable to be removed through the endoscope. The balloon catheter and endoscope were removed as a unit. Once outside the patient, the physician used an unspecified "cutter" to cut the balloon and was able to successfully remove the balloon catheter from the endoscope. The procedure was completed with this device and no further intervention was required. The patient's status is unknown.